Event description:
Reported experiencing a hypoglycemic event, while wearing the device. At 11:30 am in 2005, patient woke up sweating and was unresponsive. Patient reported that emergency medical services were contacted, and upon their arrival, patient's blood glucose measured "low." Patient was transported the hospital, where she was given IV fluids and food. At the time of the report, pump user's blood glucose measured - 200 mg/dl.